Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified a shaft kink 560mm distal from the distal end of the strain relief. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The investigator was unable to inflate the balloon due to the shaft damage, so the balloon rupture cannot be confirmed. The balloon was visually and microscopic examined, and no issues was noted with the balloon material. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the superficial femoral artery. After the guidewire was crossed, a 5.00mm / 2.0cm / 90cm peripheral cutting balloon (pcb) was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres. Another of the same size pcb was used, but at second inflation for 8 atmospheres, it ruptured as well. The procedure was completed with a different device. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the superficial femoral artery. After the guidewire was crossed, a 5.00mm / 2.0cm / 90cm peripheral cutting balloon (pcb) was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres. Another of the same size pcb was used, but at second inflation for 8 atmospheres, it ruptured as well. The procedure was completed with a different device. No complications were reported.